Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Full lead returned and analyzed.

Event description:
It was reported that the lead had no capture, phrenic stimulation, and was not correct for the patient's anatomy. The lead was attempted to be implanted but not used. No patient complications have been reported as a result of this event.